Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding the bolsa eva parenteral 500 mlen peel pouch in which the injection site came out during use. Patient injury and medical intervention were not reported for this event. No additional information is available.